Event description:
Customer reported , sent a repair request with an issue of "no video" (no image). No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue of "no video" (no image) was not confirmed, however, a compromised image was observed due to damaged charge couple device (ccd). Furthermore, the following defects/findings were identified during device inspection: damaged universal cord. Corroded connector. A-rubber (bending connecting tube) glue separated. Light guide lens found scratched. Biopsy channel found perforated. Insertion tube deformed. Based on evaluation findings, a compromised image was observed and the compromised image likely have appeared due to corrosion and water in the connector, which generated an electrical continuity error. In regards to the aforementioned reported phenomenon, image issues found during the inspection likely due to handling issue, use handling issue during cleaning/disinfection process which led to a water invasion. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to biopsy channel leakage while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. The instructions for use (IFU) state the following regarding the suggested phenomenon: "important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi [white light imaging and narrow band imaging] endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.